Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. It is unknown if a sample is available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is underway. There was no patient involvement associated with this event. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution administration set came apart from a PICC line during chemo therapy. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The malfunction occurred during priming. There was no patient involvement. Evaluation summary: the sample was received for evaluation. A visual inspection identified that the male luer was easily removed from the tubing. Upon closer inspection it was seen that there was no visible solvent plow ridge or solvent residue on the tubings end. The remaining solvent bonds were pull tested with no other malfunctions identified. The cause of the malfunction was determined to be an assembly problem. A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.